Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. The patient had both breast prostheses explanted and they were replaced with mentor memorygel breast implant 400cc gel breast prostheses. (B)(4).

Manufacturer narrative:
On 03/11/2019, mentor completed the investigation on the suspect medical device. According to the information provided, the patient experienced bilateral rupture on breast implants. However, it was not possible to perform a proper product investigation since the implants were not returned. Nonetheless, the customer provided some pictures of the actual implants involved in the complaint. Based on the pictures, a rent was observed on the posterior aspect of the left breast implant. The complaint was confirmed. No further investigation can be performed at this time. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 250cc gel breast prosthesis, catalog #3542507, lot #88169. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 250cc gel breast prosthesis that ruptured after implantation. As a result, the patient will undergo explantation on (B)(6) 2018.